Manufacturer narrative:
(B)(4). Weight: unknown / not provided. Lot number and UDI number: unknown / not provided. Email address: unknown / not provided.

Event description:
It was reported that the implant was removed due to fracture. Patient had inflammation and pain.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes.' One trabecular metal dental implant (tmtb13) and crown were returned for investigation. Visual evaluation of the as returned implant identified fracture across the threads. Functional testing could not be performed since the product was fractured. No pre-existing conditions were reported. The reported device had been placed on tooth 46 (fdi) for approximately 3 years. X-ray/picture image was not provided. Documents reviewed: instructions for use - tapered screw-vent and trabecular metal implants, ifu4869 rev 9-10/19. Information identified: contraindications & precautions (pages 3 & 4). Per the applicable IFU, patient factors such as severe bruxism, clenching, and overloading, may cause component fracture. DHR review could not be performed since the lot number associated to the item was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. A year-long complaint history review by item number (tmtb13) was performed for similar events and no complaint about nonconforming products was identified. November post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.